Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis (dlk) in the right eye one day post treatment. The topical steroid dosage was increased. The patient was asymptomatic. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder